Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the misplaced screws were detected via intraoperative imaging and were replaced to the correct positions at the very same surgery. There was no actual harm/negative clinical effect nor any increased or direct risk of harm to the patient due to the misplaced screws, nor due to the prolonged anesthesia of approximately 3-5 minutes. There were no (further) surgical or medical remedial actions necessary, done, or required. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviated screws at right and left t3 by ca. 2-3 mm, is: the navigated screwdriver did not follow the path created in the pedicle, unrelated to the use of navigation. The display of navigation of the screwdriver showed a deviation from the previous path created, which was ultimately very similar to the actual placement of the screw. Most of the screenshots available for navigation at t3 reveal that the screwdriver was displayed more medial and more lateral (at left t3 and right t3, respectively) whereas the other navigated instruments were displayed correctly within the pedicle. As no problem with the screwdriver and its calibrations could be found, the user apparently did not recognize the deviation of the screwdriver from the prepared path. Comparing the misplaced screw positions to the displayed navigation trajectories also revealed similarities. An additionally contributing factor to the root cause is: relative movements between the vertebrae operated on (t3) and the vertebra where the navigation reference array was placed (around t9 / t10), due to the forces applied to the bone during the surgery. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixed to or operating across multiple vertebrae without remounting the patient reference and reregistering can result in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. An anatomical movement is visible in between the intra-operative CT scans at this surgery. Apparently, the resulting deviation between the actual patient anatomy during surgery and the registered preplacement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, during the preparation and placement of the screws bilateral at t3. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine to treat scoliosis with a planned posterior spinal fusion at vertebrae t3 to l3 with intended placement of pedicle screws for fixation, was performed with the aid of the display by the brainlab spine & trauma 3d navigation software 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array, performed a registration with intraoperative imaging, and placed bilateral pedicle screws using navigated instruments using the following surgical workflow from t8 to l3 without any issue: checked the entry point with the navigated pointer; prepped the bone at the entry point with a non-navigated, non-brainlab burr drill; drilled an initial path in the pedicle with a non-brainlab drill placed through the navigated brainlab drill guide; tapped the path using a navigated non-brainlab tap; and placed the screw down the path using a navigated non-brainlab screwdriver. Moved and attached the navigation reference array to a non-brainlab fixator attached to a pedicle screw already placed, around t9. Acquired another intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, and verified and accepted the accuracy to proceed. Used the same surgical workflow as before to begin pedicle screw placement at left t3, but after drilling and tapping and before placing the screw, determined that the screwdriver appeared more medial on the display of navigation than the intended position/path for the screw. Checked the accuracy of the navigation using the navigated pointer at t3 and determined it to be accurate, and additionally checked the prepped path and confirmed the path appeared accurate and correct. Re-calibrated the non-brainlab screwdriver to the navigation and accepted the accuracy of the calibration to proceed. Placed the pedicle screw at left t3 down the prepared path with the navigated screwdriver. Placed the remaining screws (right t3 and bilateral t4-t7) using the same surgical workflow. Performed an intraoperative CT scan and determined that the left t3 screw was placed medial to the intended position and the right t3 screw was placed lateral to the intended position, both by 2-3mm. Verified the accuracy of the registered scan to proceed, and removed the pedicle screws at t3. Checked the paths at t3 with the navigated pointer and confirmed the pointer still appeared accurate on the display of navigation, with the paths at the intended positions, and noted that the screw did not appear to have followed the paths. Additionally checked the paths with a non-navigated ball-tipped probe and stated there is good screw purchase, no soft spots, and no breach of bone. Re-calibrated the non-brainlab screwdriver to the navigation again and accepted the accuracy of the calibration to proceed. Places the pedicle screws at t3 bilaterally with the navigated screwdriver, down the prepared paths. Performed a final intraoperative CT and confirmed that final placement of all screws was correct as intended. Completed the surgery as planned. According to the surgeon: the misplaced screws were detected via intraoperative imaging and were replaced to the correct positions at the very same surgery. There was no actual harm/negative clinical effect nor any increased or direct risk of harm to the patient due to the misplaced screws, nor due to the prolonged anesthesia of approximately 3-5 minutes. There were no (further) surgical or medical remedial actions necessary, done, or required. Hospitalization was not prolonged either.